Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify unresponsive buttons due to blank display and no moisture damage on keypad traces noted. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was completely off and the keypad was unresponsive. The customer¿s blood glucose level was 6.9 mmol/l. Customer stated that the insulin pump was exposed to moisture when the customer went to swimming. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will not be returned for analysis.